Event description:
It was reported that during a lar procedure, the surgeon did end-to-end anastomosis with rectum and colon. 2 days later, post op leakage occurred and she found a torn anastomosis site(staple formation is okay but anastomosis site tear) in re-operation.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Does the surgeon believe that there was an alleged deficiency of the ethicon cdh29p device that caused or contributed to the leak, or were there patient tissue factors? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2024. Additional information was requested, and the following was obtained: 1. Did the surgeons dial-ed down again to check if its finger tight after 15 sec of compression a. The surgeons waited 15 sec. -or at least close to it- and check if the knob is still tight before firing. 2. Were the donuts and air-leak test ok? A. Donuts were okay and air leak test is not regularly performed at amc (not a routine protocol) 4. (B)(4) ¿ may I understand more about the site tear? For instance ¿ location, site (at staple line or was it around the anastomotic lip), size? A. As I shared before, the tearing/leak was from the posterior side of the anastomosis-meaning close to the bottom of rectal dissection area and around the anastomotic stapled ring-shape site. Another follow up query ¿ did the hcps face any issue while using the device? ¿ difficulty in removing device after firing? ¿ no ¿ was it removed with 2 complete revolutions or more? ¿ only 2 complete revolutions ¿ was there possibility of tension when firing? ¿ can¿t be sure. However the surgeons were clearly aware of the benefits of powered firing which ensures minimal movement of the tip and they repeatedly tell the assist not to move the device to avoid tension around anastomotic site.